Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance, no capture, and noise. The lead was suspected to have fractured. Reprogramming was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.